Event description:
The contact stated the customer's blood glucose readings have been too low. While troubleshooting, the contact rec'd a control test result of "lo." The normal control range is 95-131 mg/dl. The contact stated the customer did not adjust medication or allege any adverse events as a result of the readings. The test strips are to be returned for eval, and replacement strips will be sent.